Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified and tortuous right coronary artery. The 4.0 x 20 mm nc trek dilatation catheter was advanced to the target lesion for post-dilatation of an unspecified stent. The dilatation catheter balloon was inflated and no issues were noted; however, during deflation, the balloon would not fully deflate. The balloon was inflated and deflated a few times and the balloon finally deflated enough to be removed from the patient anatomy. There was no difficulty noted during removal from the patient anatomy. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.